Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were non-sustained right ventricular oversensing episodes on the right ventricular lead. The sensing values were also intermittent. Lead replacement procedure was scheduled but it has not yet been confirmed if the procedure has taken place. There were no patient consequences.